Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about coreing. When the solus is attached to a vial and the drug is aspirated with an injector, foreign matter remains in the vial.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple samples were provided to our quality team for investigation. Through visual inspection, particles are observed within the vials. There was no damage observed within the injector needle or the membranes of the injector or protector. Characterization testing was performed and found the particles are consistent with material from the phaseal membrane. A device history review was performed for protector lot 2312121 and injector lot 2404011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. Retained injector samples were used for additional evaluation, penetrating the mating component up to ten times. In all cases the product functioned without issue and no coring or particles were observed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
No additional information.